Manufacturer narrative:
Concomitant medical products: product ID 3755-40, lot# 0210199827, product type: accessory. Product ID 3755-40, lot# 0210199827, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant, the tunneler was unable to be passed through using the blunt tip. The single carrier tip was used to make an initial path. The tip was then swapped to the double carrier blunt tip and tunneled again to widen the path before pulling the extensions through. The hcp raised concerns around the tunneling tool. The first concern was the design of having tunneling tips and the carrier tool screw on the rod. The hcp believed that created a risk of detaching during the tunneling process and being left implanted. It would not take many rotations for the tip to detach since the thread length is not very long. The hcp¿s second concern was the tunneling tips. The hcp found the blunt tip too large and the tip took a lot of effort to push through. The sharp tip was too sharp and there was a risk of breaking out of the skin during the tunneling process. There were no symptoms or complications associated with the event. The patient was alive with no injury at the time of this report.